Event description:
It was reported that patient with this artificial urinary sphincter experienced incontinence. A revision surgery was requested but, as of the date of this report, our records do not indicate that the procedure has been scheduled.

Event description:
It was reported that the physician requested a revision surgery for an artificial urinary sphincter (aus) due to the patient experiencing incontinence. Records indicate the device remains in service. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.